Event description:
The patient reported an irregular heartbeat and not feeling well. The patient further reported that her physician would not replace the implantable pulse generator (ipg) until the battery had depleted. Follow up was conducted and determined the ipg was nearing elective replacement indicator (eri). The physician¿s office noted the likely reason for the patient not feeling well was premature ventricular contractions due to the lower rate setting on the ipg. The lower rate was increased to resolve the patient¿s symptoms. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).